Event description:
The patient began receiving shocks on "(B)(6) 2024" not "(B)(6) 2025".

Manufacturer narrative:
(B)(6) 2025 se correction: section b5 - the patient began receiving shocks on "(B)(6) 2024" not "(B)(6) 2025".

Manufacturer narrative:
Section g2: report source "foreign" should have been selected.

Event description:
Related manufacturer report number: 2017865-2025-15542; 2017865-2025-15543. It was reported that the patient began receiving shocks on (B)(6) 2025 for episodes that were clearly right ventricular (rv) lead noise. The patient experienced discomfort after receiving numerous shocks. Once admitted imaging revealed that the right atrial (ra) and right ventricular (rv) lead had retracted back. The patient was diagnosed with reel syndrome. The system was explanted. The patient was stable.